Event description:
Caller reported that pump housing was cracked due to bumping into a wall or counter. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer took corrective action by administering a correction injection via mdi and was unable to use the pump for insulin delivery. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.